Manufacturer narrative:
This report is for an unknown prodisc pdc implant/unknown lot. Unknown part number, UDI is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical (B)(4) study patient reported motor neuro deterioration, specifically fibromyalgia. This report is for an unknown prodisc pdc implant. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported low fibromyalgia and pdc device. The adverse event of fibromyalgia at month 72 post-implantation. This does not meet the criteria for an MDR reportable event. Rationale: there is no allegation of a complaint against this device, there is no reported malfunction. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported low fibromyalgia and pdc device. The adverse event of fibromyalgia at month 72 post-implantation. This does not meet the criteria for an MDR reportable event. Rationale: there is no allegation of a complaint against this device, there is no reported malfunction. If additional information becomes available, this determination should be re-reviewed by a clinician.